Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient for sui. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and nervous to be in a relationship because of vaginal pain. It was reported that the patient underwent removal of prior tape and mesh using biodesign mesh on (B)(6) 2013 due to recurrent sui, extrinsic sphincter deficiency and recurrent pop. (B)(4) ¿ urinary/bowel problems; undefined recurrence.